Event description:
It was reported that a dental assistant developed a tingling sensation in the throat and an itching sensation on the tongue and ears after five impressions were taken using aquasil ultra and genie during a demonstration. Benadryl was administered and the assistant reported that the symptoms resolved later in the evening.

Manufacturer narrative:
While it is unk if the genie used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained product testing and/or DHR review.